Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: there was a foreign substance in the package. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be the packaging was dirty or contaminants entered before or during packaging.

Event description:
It was reported that there was foreign material in the sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.